Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2019 at 7-9 am with blood glucose level of 600 mg/dl. The customer's blood glucose at the time of incident was 36 mg/dl and current blood glucose is 600 mg/dl. Based on customer's report customer does not allege insulin pump was under delivering the insulin. It was reported that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer's high blood glucose was treated with insulin pump and low blood glucose treated with food. It was reported that customer used insulin pump system within 48 hours of reported event. The customer reported that the their blood glucose was over 600 mg/dl and nurse advised to do another glucagon shot and later blood glucose was checked and it was 60 or 70 mg/dl. At 12:11am customer's blood glucose was 94 mg/dl and at 12:42 am it was 295 mg/dl and then at 1:11am it was 444 mg/dl and at 9:40 am blood glucose was 558 mg/dl in the hospital they at 10:17am it raised over 600 mg/dl. The customer¿ blood glucose at 1:55 pm was in 310's mg/dl ad after 11:33pm it was 590 mg/dl and customer bloused with 10 units but at 12:08 it was over 600 mg/dl.

Manufacturer narrative:
The supplemental report was submitted with the wrong event date. The event date has been corrected in this report. Also, the aware date was incorrect. The correct aware date is 14-mar-2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 400 mg/dl. Customer's other blood glucose value was 207 mg/dl. The customer was treated with bolus. The customer was wearing the insulin pump during the hospitalization. Customer using auto mode feature. The device was not expected to be returned for analysis.